Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s parent reported via phone call that customer experienced low blood glucose. Blood glucose reading was 41 mg/dl. Customer was treated with juice. Customer stated there was no damage to the retainer ring and reservoir was able to lock into place. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.